Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device needed a replacement display. Additional details have been requested. There was no patient involvement.

Event description:
The customer reported the device needed a replacement display. There was no patient involvement. A philips field service engineer evaluated the device and found the display was not visible and the buttons on the bottom of the display were destroyed.